Event description:
It was reported the rigid video scope had false contact and continuous flickering screen / image skipping. The event occurred during inspection for use, prior patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken. Stripes in image occur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the poor-quality image was due to the video cable being broken. Olympus will continue to monitor field performance for this device.